Manufacturer narrative:
Hakim valve (ID 823012) was returned for evaluation. Device history record (DHR) - the product code 82-3012 with lot 3240380, conformed to the specifications when released to stock. Failure analysis - the valve was visually inspected; a cut in the housing was noted. The valve passed the test for occlusion leaks, and pressure. Only leak from the cut in the housing. The valve failed the test for reflux. Root cause analysis - no occlusions issues were noted. The possible root cause for the issue reported by the customer, could be due to biological debris and protein build up interfering with the valve. The root cause for the ¿cut in the housing¿ is due a sharp or pointed object coming into contact with the valve. As noted in the surgical procedure precautions section in IFU (instructions for use), silicone has a low cut/tear resistance.

Event description:
A facility reported a hakim valve was implanted on (B)(6) 2021. The patient had revision surgery twice on (B)(6) 2023 and (B)(6) 2023. Due to suspected occlusion of the sp shunt, an attempt to change the setting was performed but was unable to change and subdural space did not become smaller. Therefore, the valve was removed on (B)(6) 2023, and a 30 minute delay was noted. Protein concentration: 156. The patient primary disease is suspected interhemispheric fissure cyst. The patient recovered.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.